Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer will use mdi as backup therapy to ensure insulin delivery is not interrupted and is set to receive a replacement pump with updated software, accompanied by training through their tandem source account. The caller understood and acknowledged all instructions, including putting the pump into storage mode and returning it via ups within 10 days.